Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal would not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device, the delivery device as well as the outermost coil of the seal. The delivery device was returned outside the loading device. The blue slide lock was disengaged and the white plunger was fully depressed on the delivery device. The seal was observed to be in the delivery tube, with the seal partially extended outside the tube. The seal was removed from the delivery tube. No cracks or delamination was observed on the seal. No visual defects were observed. The following measurements were taken; the inner delivery tube diameter was measured as .196 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. The values recorded were within the tolerance specifications. Based on the return condition of the device, the reported failure "activation problem¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal would not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.